Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) that the patient¿s fall was onto their wrist and shoulder at the end of (B)(6). The patient attempted to turn stimulation on at that point because pain was felt then. The patient felt a ¿low buzzing¿ in all extremities but the patient did not care for it and turned it off. The caller reported that the stimulation sensation remained. The hcp wanted a manufacturer representative to interrogate the implantable neurostimulator (ins) because it had been 5 years since the previous interrogation. The sudden pain in the wrists started after the fall.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I. It was reported that they only used the stimulator on occasion when they needed it. Recently they had a fall after which they turned the implantable neurostimulator (ins) on and felt stimulation on but after turning the ins off they still felt stimulation but at a different intensity than when it on was on. The patient noted that it was comfortable. The patient stated that they had tried lowering stimulation down as much as they could before turning it off and they still felt stimulation. The patient had an upcoming appointment with their primary care physician because they were getting a referral to a new health care professional (hcp). The patient had not been able to meet with the new hcp yet. They had gone to the emergency room but the ER hcp stated that they were not familiar with it. These events had all started a couple of weeks ago in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they still have not been able to find a new healthcare provider. They stated their primary physician is no longer available. The patient mentioned that they had an x-ray done when they went to the ER, but they are not sure if a qualifying physician has reviewed them. The patient was contacted from someone at the (B)(6), who told them they cannot go there because it is not where they were implanted, and their implant doctor is no longer there. The patient noted that they have an appointment at the (B)(6) on (B)(6) 2016, and they intend to ask for a referral to a pain management clinic where they will have a manufacturing representative interrogate their device.

Event description:
Additional information was received from the patient that reported that the step taken to try to resolve the stimulation that stayed on even when the implantable neurostimulator was turned off was that a manufacturer representative turned his stimulation down to a very low level. The patient assumed that this problem could be normal. The patient¿s primary health care provider said that the patient¿s x-ray looked fine. The stimulation staying on despite the implantable neurostimulator being turned off had not been resolved at the time that the additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.